Event description:
It was reported that 4 days post-implant of bifurcated device, an infrarenal and suprarenal aortic extensions, and 4 limb extensions, the pt presented emergently with a possible type ii endoleak. Reportedly, the pt presented to the physician with back pain and an angiogram identified a leak from the back of the graft, distally. The pt was treated with an additional bifurcated device, which corrected the endoleak. The physician additionally implanted an additional limb extension on the right side, to treat an iliac aneurysm. The pt tolerated the procedure well. Additional information; the pt has a severly angled neck, long aorta, and bilateral iliac aneurysms. Additionally, severe iliac tortuosity. The iliac arteries had been previously stented.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. No images were provided. A review of the medical records indicated a possible type I or type iii endoleak. The new graft placed inside the previous graft fixed the leak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.